Event description:
Customer reported that their pump screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace it. The customer will use multiple daily injections as a backup therapy.